Event description:
Procedure: lobectomy. According to the reporter: the devices jaws closed and were placed without complications through the 15 mm trocar and placed on lung tissue. When the stapling was initiated there was resistance and the sulu fired partially. Another device was applied and fired partially. The jaws were opened and a component disengaged. The component remains in the thoracic cavity.

Manufacturer narrative:
(B) (4). (B) (4).